Event description:
The iab was defective. The following info was rpt'd to datascope on 6/18/97; the iab was inserted into the pt on 2/12/97. On 2/14/97 after iabp for about 50 hrs, alarms sounded from the pump and blood and clots were noted in the tubing. The iab was removed and a second iab was inserted into the pt. The pump was also changed. Event complications: unk - rpt'd 3/26/97. Pt's current status: unk - rpt'd 3/26/97.

Manufacturer narrative:
Device label code for f10. Position 1: and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.